Manufacturer narrative:
Age at time of event added. Patient sex added. Information added. Unique identifier, lot number and expiration date added. Device manufacture date added.

Event description:
It was reported that plenty of metal pieces get loose from the blade. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device. Additional information.

Event description:
It was reported that plenty of metal pieces get loose from the blade. All material was removed from patient. A backup device was available to complete the procedure with no significant delay or patient injuries.